Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached after 10 days of wear. As a result, the customer was unable to monitor her blood glucose and experienced a symptom of sweating due to low blood glucose, and was unable to self-treat. The customer was provided a cupcake, apple, and juice by a third party as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.